Manufacturer narrative:
The cerelink monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a carelink icp monitor (ID: 826820) was replaced after 2 cerelink icp extension cables failed while attached to patient during icp monitoring. The error message was resolved when the monitor was replaced. No patient injury reported.